Event description:
It was reported that a user who had previously trained on ilet with a contact detach infusion set received an order containing inset infusion sets without recalled instructions, attempted use after receiving a video and tips from a clinician, experienced high blood glucose throughout the day, and the pump ran out of insulin overnight, after which the user was taken to an emergency department for IV fluids and insulin; the device problem and component were not determined due to insufficient information. Symptoms included hyperglycemia and vomiting. Outcomes included a serious illness requiring medical attention. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.